Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device and battery were returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to a depleted battery. The device was put through extensive testing including power on tests and full functionality testing without duplicating the report. The battery was recharged and reconditioned to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.